Manufacturer narrative:
Edemas, pain and granulomas at the injection site are well known and described adverse reactions following hyaluronic acid-based dermal filler injections. The cause can be various and the onset of the side effects can be delayed. They are usually treated adequately with no sequelae. The risk of such adverse reactions is mentioned in our product instructions for use. Bibliography: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6): 961e-971e. Beleznay k, carruthers jd, carruthers a, et al. Delayed-onset nodules secondary to a smooth cohesive 20 mg/ml hyaluronic acid filler: cause and management. Dermatol surg 2015;41(8):929-39.

Event description:
The event took place outside the u.s., in (B)(6). According to the received information, more than three months after the injection of teosyal rha 2 in the glabella, the labial region, the chin, the nasolabial folds and the marionette lines, the patient experienced severe edemas, with hyperaemia, granulomas and pain. This presented with intense itch and was mainly focused in the glabella and marionette lines area. The physician initiated a course of cortisone and anti-edema drug which led to a slight recovery, but after some days the edemas were getting red, hyperaemic and hard. Antibiotics and a lymphatic homeopathic drug was then prescribed. According to our latest information, the patient's oedema disappeared and the patient did not experience issues during the mastication agaim. However, nodules are still present in the glabella, in the area between the lips and in the nose area. The patient is still being monitored.